Manufacturer narrative:
All available information was investigated, and the reported unintended movement was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement while steering the device. Unspecified tissue injury appears to be due to the procedural conditions. Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was inserted and steering was performed. It was noted there were issues with steering. While steering, the clip came into contact with the eustachian valve. Upon removal of the clip, tissue was observed on the clip. The physician decided to discontinue the procedure. Tr remained at a grade of 5. There was no clinically significant delay in the procedure.

Event description:
It was reported this was triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was inserted and steering was performed. It was noted there were issues with steering. While steering, the clip came into contact with the eustachian valve. Upon removal of the clip, tissue was observed on the clip. The physician decided to discontinue the procedure. Tr remained at a grade of 5. There was no clinically significant delay in the procedure.